Event description:
Additional information received from the patient reported that they had not notified the managing physician about the issues because the technician was very helpful in getting her the information that she needed. The circumstance that led to the issues was that the patient just needed directions on synchronizing the patient programmer (pp). The patient was talked through how to connect and the issues of loss of therapy, no stimulation, and trouble connecting to the implantable neurostimulator (ins) had been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient stopped feeling stimulation 3 days ago on (B)(6) 2016. There was trouble with connecting to the implantable neurostimulator (ins) with the programmer today on (B)(6) 2016. They did not feel stimulation and therapy was on. The change in therapy/symptoms was considered sudden. It was noted that troubleshooting resolved the issue. The patient was able to connect to the ins and increase stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.